Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. The customer¿s reported problem was verified by testing for current leakage and visual inspection. It was found that the heater assembly and front water tank cover were defective. The cause was the heater assembly. Heater assembly and front water tank cover was replaced to resolve the report error. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had failing ground leakage, and the power was unstable when in use. Patient involvement is unknown.